Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the hcp reported that the "program being off" was not the internal device, and confirmed that it was due to the patient programmer (pp) not turning on. The patient received a new pp.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient's back was hurting over the implant area/hip. She had not had pain in that area before. There was also lower back pain. It occurred after the timeframe of a fall off her bed where it got bruised. She began having more accidents after the fall as well. The issues occurred a couple months ago in 2016. It was noted the patient had potential kidney issues with "numbers dropping to 40," but were unrelated to the implant. A healthcare professional (hcp) later reported that the patient was last seen in (B)(6) 2015. The patient later reported that her bladder had been overacting, she was now having accidents, and could not get to the bathroom. There was a loss of therapy. The patient went to the hcp the day before yesterday, (B)(6) 2016, and he used his equipment and told the patient one of the programs was off. The issues had been occurring close to 2 months now, around (B)(6) 2016. The patient go to where she wouldn't go to bed and was sleep deprived.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.